Event description:
Post-procedure, a perclose closure device was deployed over a wire into the right femoral artery (rfa) access site. All deployment steps were correctly followed. However, the sight demonstrated persistent arterial flow, indicating that the perclose suture did not achieve complete hemostasis. Due to incomplete closure, a second perclose device was attempted. This second device was noted to have difficulty seating smoothly within the artery. An angiographic image was obtained from the left femoral artery (lfa) access site, which showed no immediate complications at that time. Manual pressure was then applied to the rfa site for 30 minutes. Despite this, the patient began to decompensate and exhibited signs consistent with a retroperitoneal (rp) bleed. An emergent angiogram was performed via obtaining accessing the lfa, revealing a perforation at the rfa site. The vascular surgery team was urgently notified and mobilized to place a covered stent to manage the arterial perforation. Reference report: mw5177210.